Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the clinical observation is not related to device malfunction; however, the root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent valve-in-valve intervention in the mitral position after an implant duration of four (4) months due to severe central mitral insufficiency. The surgeon indicated that the probable cause of the insufficiency was due to one (1) stitch catching the remaining part of the native mitral valve (suture loop), as during implantation the posterior leaflet and papillary muscle were left. The patient was noted as stable.